Event description:
It was reported that the patient went to the hospital because an alert sounded. The right ventricular impedance trends had increased progressively until it reached an out of range value. Lead revision is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.